Manufacturer narrative:
A ge svc rep performed an on site investigation. The reported failure could not be duplicated. The system was found to be working as intended and placed back into svc.

Event description:
It was reported that there was a burning smell from the 6600 system. There was no report of pt injury.